Manufacturer narrative:
B5: the event was observed when the transfer set was being filled with unspecified solution during a procedure. The transfer set was in use four (4) days when the issue was observed. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the twist clamp and main body of a peritoneal dialysis (pd) transfer set. This occurred during an unspecified process step of pd therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.